Event description:
It was reported that a patient experienced cloudy effluent (presumed to be a possible peritonitis) and abdominal pain coincident with continuous ambulatory peritoneal dialysis therapy. The cause of the events of cloudy effluent and abdominal pain was due to a break in aseptic technique further described as the patient did not wash hands prior to performing peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for the events of cloudy effluent and abdominal pain. On an unreported date, the patient began treatment with oxacillin (intraperitoneally (ip), dose, duration and frequency not reported) but the treatment with oxacillin was discontinued because the patient was not responding to the antibiotic therapy. The patient was then treated with vancomycin (ip, dose, duration and frequency not reported) for the events of cloudy effluent and abdominal pain. The patient was discharged from the hospital one week after admission. The patient recovered from the event of cloudy effluent. It was unknown if the patient recovered from the event of the abdominal pain. The patient was retrained on proper aseptic technique. The action taken with pd therapy was not reported. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent and abdominal pain in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of this possible peritonitis event was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.